Event description:
It was reported that a pump malfunction occurred after it was exposed to water. The customer's blood glucose level reached 500 mg/dl due to the issue. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not require any third-party assistance. Technical support arranged for the pump to be replaced.